Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. Seven months later, the pt presented with an endoleak and/or fistula and the pt expired. The cause of death is unk and an autopsy will not be performed.